Event description:
It was reported that the patient underwent a successful reverse shoulder arthoplasty procedure. Imaging taken at the first clinic visit one week post procedure revealed a greater tuberosity periprosthetic fracture that was "mildly displaced". The surgeon instructed the patient to hold off on outpatient physical therapy but to continue with home exercise program and use of a sling for a further two weeks. The patient attended clinic two weeks later and the patient stated they continued to experience moderate left arm pain. The patient had used a sling, as directed, but stated the pain seemed to be worse at night. Imaging was taken that showed no evidence of implant loosening and the periprosthetic fracture remained in good alignment with no further displacement when compared to the imaging taken two weeks previously. The surgeon instructed the patient to hold off on outpatient physical therapy for a further three weeks and to continue to use the sling to allow the fracture to heal. No other information was provided.